Manufacturer narrative:
.

Event description:
The patient reported that she was implanted on (B)(6) 2016. She was not sure why her device kept turning off. She was not having symptom relief and thought her interstim kept turning off. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.